Event description:
It was reported that the tip of a cascadia an lordotic-oblique inserter fractured intra-operatively. The procedure was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
The procedure was completed with a five minute surgical delay.